Event description:
The customer alleged an employee handled a cassette and received an h2o2 contact on her hand. The technician handled the cassette without wearing personal protective equipment (ppe). The employee did seek medical attention and was advised to flush with water. The contact was resolved the next day. The employee was inserting a new cassette into the sterrad 100s when the event occurred.